Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 4/25/2013, electrode belt: 12/23/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. It was reported that the patient had removed the lifevest on (B)(6) 2020 due to the monitor displaying a service code 204 (belt/monitor unusasble). The patient's equipment was returned to the distributor and was found to be fully functional. This event is being reported out of an abundance of caution as the patient had removed the lifevest due to an alleged device malfunction and passed away while not wearing the device.